Event description:
It was reported that the user experienced persistent high glucose readings on the ilet after a dinner announcement, with a confirmatory fingerstick of 413 mg/dl, while using contact detach infusion sets; the user was advised to replace the infusion set and use a new site, after which insulin delivery was resumed, and subsequent readings trended down from 413 to 370 to 323 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.